Event description:
The pump was returned for investigation. Evaluation revealed that the display has a pink contrast. This report is made based on results of investigation completed on 11/25/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/25/2014 with the following findings: the keypad cover was torn at the up key. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. There was no contamination found under buttons and all keys are working appropriately. The display has a pink contrast. (B)(6).